Event description:
A consumer reported that the patient¿s device didn¿t work. It was noted that there might be something wrong with the battery. There were no patient symptoms reported and no additional complications anticipated. The patient was implanted for radicular pain syndrome and non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.